Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The target lesion being treated is unknown. During the 3rd inflation, the balloon ruptured at 12 atmospheres (atms). The procedure was completed with a different device. No patient injuries or complications were reported. Patient's condition listed as "no problem".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates, the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered operational context. (B) (4).